Event description:
Critical care patient with swanz ganz catheter for hemodynamic monitoring. Monitoring kit with transducer and tubing changed per hospital protocol. New 50 cc bag of d5w up with new transducer at beginning of shift. IV bag covered by pressure bag, toward end of shift nurse noted constant flow of liquid into drip chamber. Nursed flushed tubing and flow continued did not shut off when flushing released. Tubing, but tranducer were then replaced but not pt. Had received 50 cc of d5w with 500 units of heparin in 8 shift. No apparent effect but this is difficult to assessdevice labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.